Event description:
The central monitor has 3 displays that are used to show patient vitals. During use the mouse should move from each display to the other seamlessly. During this incident the mouse became stuck on the first display and the tech was unable to control or use the other 2 displays. At other times the mouse cursor would freeze in place and not move at all. Other instances have caused the keyboard to become unresponsive. Manufacturer response for philips central monitor, (brand not provided) (per site reporter): philips has performed a software update as well as relocating the hardware for the system to minimize emi problems.